Event description:
In 2006, a pt underwent repair of a thoracic aortic aneurysm using multiple gore tag thoracic endoprosthesis. Follow up CT studies revealed either a type iii or a type ii endoleak. Three months and 11 days later, an additional tag device was used to resolve the endoleak, however, monitoring of the pt demostrated a new distal type I endoleak. Next month, a third procedure was performed to place another tag device distally, which resolved the endoleak.

Manufacturer narrative:
Additional, please refer to medwatch 2017233-2006-00331 for reporting on the gore tag introducer sheath also involved in this event.